Manufacturer narrative:
The reported event of the stylet unable to be removed was confirmed. The ptfe coating of the stylet was stripped. The cause of the reported event was isolated to stripped ptfe stylet coating inside the inner coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the guidewire could not be removed from the left ventricular lead. The lead was removed and a new lead was implanted. Patient was stable.